Event description:
Brakes were activated as nursing was helping patient back into bed. As patient leaned on bed, it rolled away from patient. Nursing kept hold of patient and lowered patient to floor. Testing revealed brakes failed at 34# versus a spec of 50#.======================manufacturer response for med/surg bed, stryker (per site reporter).======================service tech will be sent to repair brake kits.